Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was performed and the unit passed all testing. Functional bench test where water, an adult breathing circuit (880-36kit), 10 lpm of air pressure, and a low compliance column is connected to the unit for a real time operational scenario. The unit successfully negotiated all pre-operational self-tests and was functioning real time. The unit functioned without interruption for four hours. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that the unit shows alarm in the circuit with no correction. No patient injury.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. The device was manufactured on 03/03/2011. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time the sample is not available and it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.

Event description:
The customer alleges that the unit shows alarm in the circuit with no correction. No patient injury.